Manufacturer narrative:
On october 19, 2020, lifescan received additional correspondence from the patient involved with this event. The patient advised that the date of event was (B)(6) 2020 and not (B)(6) 2020 as was previously reported to us. If lifescan obtains additional information, a follow-up report will be submitted.

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, his onetouch ultra2 meter was reading inaccurately high compared to another device, (hospital device, unknown brand). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 7 a.m., on (B)(6) 2020. The patient manages his diabetes with a combination of insulin (basaglar, 100 units/ml) and trulicity (1 syringe, 7 ml every saturday) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that between 1 and 2 a.m., on august 04, before the alleged inaccuracy issue with the subject device began, he developed symptoms of "confusion, mumbling" and stated that he was "not coherent". The patient advised during the initial call that in response to his symptoms, he tested his blood glucose using the subject device (result not known) and that he then contacted the emergency medical services (ems) who subsequently took him to hospital. The patient advised that he was treated by a healthcare professional (hcp) with IV glucose. During the call, the patient stated that at 7 a.m., on (B)(6) 2020, prior to treatment, his blood glucose tested "98 mg/dl" on the subject device and an hour later, a result of "32 mg/dl" was obtained on the hospital meter. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing and that an approved sample was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required treatment from an hcp whilst using the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan (lfs) product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. Product analysis also performed testing on retained test strips for the subject test strip lot. The retained test strips passed testing with no faults found. A device history record (DHR) review was performed on both the subject meter and test strip lot. These reviews did not identify anything that could adversely impact product performance or function. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.